Event description:
It was reported that this right atrial (ra) lead had high out of range pacing impedances. This ra lead was surgically abandoned, and a new ra lead was successfully placed. No additional adverse patient effects were reported.